Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.